Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen cracked after being dropped, and the touch screen stopped functioning while the display remained on a graph page that the user could not exit. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included a device replacement shipment and user transition to backup therapy pending receipt. Investigation included troubleshooting and user education, along with arrangements for return of the original device for assessment. Investigation of this case revealed physical damage to the display and touch interface consistent with user-induced impact, resulting in loss of touchscreen input while the device otherwise powered on. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from accidental drop.